Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-health care professional reported with a description, the intra ocular lens (iol) implanted in 2007 in the left eye had slipped out of its position. A stabilization ring was implanted in the strabismus treatment. Iol dislocated for approximately 8 years and since then double vision fluctuated in intensity. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, patient stated that the ophthalmology department at the hospital would like to know whether the lens can still be folded back after years for the purpose of removing the lens and implantation of a new one.

Manufacturer narrative:
Additional information was provided in a.2.,b.3.,b.5.,b.6.,b.7.,d.6a.,d.10 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, after the surgery patient became nearsighted. The company stabilization ring was also implanted with the company intra ocular lens (iol) in the same surgery. The iol dislocation occurred around (B)(6) 2015 and the patient underwent iol repositioning on (B)(6) 2023. The patient experienced flashes, distorted faces, black spots, posterior vitreous detachment, dry eye syndrome, hyperopia, astigmatism and presbyopia. Additional information was received and stated, according to healthcare professional records, the patient in question received a company lens in 2007 in left eye together with a capsular tension ring presumably due to an unstable zonule.

Event description:
Additional information was received and stated, after the surgery patient became nearsighted. The company stabilization ring was also implanted with the company intra ocular lens (iol) in the same surgery. The iol dislocation occurred around 2015/16 and the patient underwent iol repositioning on (B)(6) 2023. The patient experienced dry eye syndrome, hyperopia, astigmatism and presbyopia.

Manufacturer narrative:
Correction information was provided in b.5., b.7., d.4., h.6 and h.11. Correction: FDA patient codes e081906 and e0838 was removed. Correction: eval method code b22 was replaced with b14. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).